Event description:
It was reported via fax that the treatment was unable to maintain a blood flow rate (bfr) greater than 300, with frequent arterial pressure alarms occurring throughout the session. Upon removal of the tego connector, the bfr increased to the prescribed 350, and the alarms ceased. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).